Manufacturer narrative:
Clarification to e1. Address 1: (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the prejowl and marionette lines with 2 syringes of juvéderm® voluma® xc. About 5 months post injection, the patient began to experience swelling. Patient was seen by the injecting physician 6 months post injection where it was noted the patient had "hard bumps like ¿marbles¿ in treated voluma areas". Hcp treated the patient with over the counter zyrtec for 3 days which improved the symptoms but did not resolve them. Patient additional reported [not device related] "high stress". Patient takes lexapro, lorazepam, low dose hctz. Hcp noted the nodules have "mild tenderness to palpation". Patient was treated with 2 ml hylenex (300u) mixed w/ 0.4ml 2% lido and 0.1 ml bicarbonate, injected bilaterally in marionette and pre-jowl area and "ice antes treatment". No immediate improvement so the hcp gave the patient a "manual massage with arnica post treatment". Hcp recommended the patient start on "prednisone 40mg x 2 days, then 20mg x 3 days. Patient refused antibiotics." About one week later, the patient was seen by the injecting physician for a follow up where the patient noted "large marbles". Bumps are still tender upon palpation. Hcp injected the patient with "300u of hylenex (mixed with 0.1ml bicarb only) again". Patient noted the swelling is "worse in the morning, but improves throughout the day". Hcp placed the patient on keflex 500 mg tid. Hcp claims a second opinion believes the nodules to be "granulomas". Patient stated the area is "red, but less hard". One week later, the patient was treated with "1ml solution of 0.5ml 5-fu (60mg/ml) with 0.3 betamethasone(6mg/ml), 0.2ml of 2% plain lido. Injected 1ml of solution into right side marionette". Hcp states the patient was "nervous" of the treatment and requested only one side be injected. Hcp noted mild edema, erythema seen post injection. Hcp massaged the area, there was minimal improvement. Two days later, the patient was treated on the left side with the same 1 ml 5fu solution. Patient noted the right side had improved since the treatment 48-hours prior. One week later, the patient was seen again for a follow up. Hcp noted "approximately 50% visual improvement of granulomas and areas are smaller on palpation. Mild ttp on treated areas. Areas have improved in hardness. Used 2 ml of the 5fu solution per side for a total of 4 ml this visit. Moderate edema, erythema, mild ecchymoses seen post treatment". Two weeks later, the hcp noted "all areas greatly reduced by approximately 80%. Injected 2 ml of 5-fu solution per side for a total volume of 4ml treatment. Moderate edema and erythema post treatment". Hcp noted they think the patient had an "allergic reaction" but that it was not device related. Symptoms are ongoing. This was the initial use of the syringe. A 25g cannula 38mm and 23g port needle were used.